Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a balloon guide catheter ruptured during preparation. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) could not be performed because the batch remains unknown. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use, that the balloon ruptured during preparation, and that the user may have over inflated during preparation because they did not follow the direction for use (dfu) and used a 20cc syringe to inflate the balloon during preparation. "Per the dfu, "to inflate balloon, transfer maximum recommended balloon inflation volume from 20 ml syringe to 1 ml syringe and gently infuse balloon inflation media with 1 ml syringe until desired balloon diameter is attained." Therefore, an assignable cause of use error has been assigned to this event.

Event description:
It was reported that a balloon guide catheter ruptured during preparation. There was no patient involvement.